Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that although the pump volume was set to "low", the volume would annunciate at the highest setting. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to troubleshoot with the customer, however no response was received.